Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced. No patient symptoms were reported and the patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.